Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was unable to be repaired. The device was archived by stryker. The customer received a replacement device to resolve the reported problem. A cause for the reported issue was unable to be determined.

Manufacturer narrative:
Stryker further evaluated the device at the product assessment center (pac) and was unable to duplicate the reported issue, but was able to verify the reported issue was logged in the device¿s memory. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.